Manufacturer narrative:
The user facility report #(B)(4) was received from the (B)(4) registry. The pt was discharged home and continues on lvad support with no further issues reported. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.

Event description:
The pt was implanted with a left ventricular assist device (lvad). The vad coordinator reported that the pt was admitted with a possible percutaneous tube fracture and pump stoppage. X-rays show a small indention in the percutaneous lead approx 5 inches from the system controller connection. The log file indicated that the pump stop was caused by a loss of power to the system controller. An (B)(4) registry report was submitted to the MFR further indicating that the pt was admitted due to suspected thrombus with subtherapeutic international normalized ratio (inr). A continuity test of the percutaneous lead was performed by the mfrs technical services and it passed.